Event description:
Add'l info received from MFR 3/6/03: the physician attempted arteriotomy closure. The suture broke. The device was removed. Chitoseal and manual compression were used for successful closure. The device was not returned. Not able to establish a root cause based on the available info. Abbott laboratories has determined that the event is not repotable. The device history record was reviewed and no deviations were found relevant to this investigation. A search of the recorded lot number revealed a low incidence of reports of this nature. The device was removed from the pt. The device was not returned.

Event description:
Suture broke, used chito seal patch and manual pressure.